Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00324; 804-03-051, s110-threads damaged/galled, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was returned to djo and after further examination, the threaded tip of the glenoid inserter broke.

Event description:
It was reported there was a 20-30 minute delay in surgery.